Event description:
In march 2004 the pt's spouse called lfs on pt's behalf alleging that pt's one touch basic enhanced meter had been reading inaccurately low. Senior medical affairs specialist spoke with the pt the next day to obtain additional info. The pt had unknowingly been using expired test strips for a couple of weeks. Pt had been developing symptoms such as dizziness, back pains, burning feet during that time. Pt was unaware of the reasons for the symptoms, since their blood glucose level had been reading in the low 100-mg/dl-range. Pt had been drinking lots of fluids during that time and taking their regularly prescribed oral medication. In march 2004 pt woke up having blurry vision. Pt tested and obtained a 108 mg/dl and pt's spouse decided to drive them to the hospital due to their symptoms. Approx 2 hours later and without any prior intervention, the ER treated them with insulin for a blood glucose reading of 430 mg/dl. Pt was released 2 days later. Pt was prescribed to take a set amount of 10 units of humulin in the morning and 10 units in the evening. There is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. However, the pt did suffer a serious injury due to use error.